Event description:
Significant gap in between the trail component and the bone surface after the posterior chamfer cut. No red signal appeared for deeper cut case type: tka.

Manufacturer narrative:
Reported event an event regarding inaccurate resection involving a mako robotic arm was reported. The event was not confirmed because the product was not available for inspection. Method & results -product evaluation and results: cannot be performed as field service engineer inspection was not requested -clinician review: no medical records were received for review with a clinical consultant. -product history review: a review of the device history records cannot be conducted as the lot/serial number was not reported -complaint history review: a complaint history review cannot be conducted as the lot/serial number was not reported. Conclusions: the alleged failure mode was not confirmed as there has been no onsite inspection by a field service engineer. If a field service inspection is requested, further investigation will be completed on this issue. No additional investigation or specific actions are required. If additional information is received, then the complaint will be reopened.

Event description:
Significant gap in between the trail component and the bone surface after the posterior chamfer cut. No red signal appeared for deeper cut. Case type: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.